Event description:
It was reported that the patient had a (B)(6) infection and required the removal of the implantable cardioverter defibrillator (ICD) system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765 lead, implanted: (B)(6) 2011. (B)(4).